Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 29 millimeter (mm) transcatheter valve, the deployment of the valve was attempted 2 times. During each deployment attempt, the valve was difficult to "land" and the valve appeared "unstable". Subsequently, the system was removed from the patient and a 34 mm transcatheter valve was successfully implanted. Per the physician, the patient's calcified anatomy contributed to the positioning difficulties. No patient complications were reported as a result of this event.

Event description:
Additional information was received that the implanting team was unable to position the valve at an optimal depth due to movement, and the valve dislodged aortic prior to recapture. The system was subsequently withdrawn to upsize the valve. The deployment starting point was at the bottom of the pigtail catheter, and the implant depth prior to valve dislodgement was 3-4 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). A non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.